Event description:
A customer reported a discrepancy on the interpretation of atazanavir/atazanavir+ ritonavir on trugene guidelines 12.0. The trugene guidelines rules versions 12.0 and 11.0 do not provide an adequate indication of resistance levels for atazanavir (atv) in the absence of ritonavir for all mutation profiles. The indication of resistance should not be lower for unboosted atv than the indication for atv when boosted with ritonavir (atv/r) on the trugene resistance report. There has been no report of adverse health consequences as a result of the missing rule.

Manufacturer narrative:
Trugene guidelines rules 11.0 and 12.0 for trugene genotyping kit and opengene dna sequencing system are developed by a consensus panel of leading experts in the field of resistance using relevant data presented at scientific symposia and published in peer reviewed journals. During the investigation of this problem, we found that a rule of unboosted atv was not added for all the mutational profiles associated with possible resistance or resistance to boosted atv (atv/r) when the mutational profiles and associated resistance to atv/r was added to guidelines 11.0 and carried forward to guidelines 12.0. A rule for atv in the absence of ritonavir will be added to mutational profiles associated with resistance or possible resistance to atv/r with the next guidelines rules revisions.